Event description:
Nurse alleges precision issue with meter. Date: (B)(6) 2010, inratio2: 6.4, retest inratio2: 3.3, lab: 6.4. Nurse additionally alleges low meter results for multiple patient: 1.1, 1.4, 1.5.

Manufacturer narrative:
Investigation pending.